Manufacturer narrative:
The device was received and evaluated. The pod download data could not be retrieved because the microprocessor was partially detached from the pcb. No determination could be made on insulin delivery or hazard alarm during operation, without the download data. Exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Internal components such as ratchet gear, reservoir cap, piezo and mechanism rail were observed to be damaged.. No exterior damage was observed on the device. It could not be determined when the internal damage had occurred. No assessments on internal components could be made. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose between 15 and 25 mmol/l (270- 450 mg/dl). The pod was worn on the patient's leg for between 4 and 24 hours. As treatment, a new pod was applied.